Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was received for evaluation. Visual inspection of the returned sample found a cut in the pilot balloon. The cut had a smooth surface and went over half way through the tubing. Visual characteristics of the cut are consistent with the line having been cut by a sharp instrument. Mfg does a 100% inflation test during MFR and had the cut been there at that time, it would have been detected. Leak testing was also reported to have been performed prior to use on the pt. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.